Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the patient was explanted electively as his body was physically rejecting the implant. The device passed the functional test and revealed no anomalies. Sc-2316-70 (sn (B)(4)) device evaluation indicated that visual and x-ray inspections found no anomalies except that the lead was cut during the explant procedure. Damage to the device was similar to the typical explant damage and was not considered a failure. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the splitter was cut during the explant procedure, and both proximal tips were not returned. Damage to the device was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient underwent an explant procedure because it was believed that his body was physically rejecting by the presence of the implant. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-70 serial #: (B)(4), description: infinion 70 cm lead kit model #: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient underwent an explant procedure because it was believed that his body was physically rejecting by the presence of the implant. No device malfunction was suspected.